Event description:
Litigation papers allege the following: on our about (B)(6), 2010, patient began suffering burning pain in both hips across her pelvis and groin. Her hip pain continued to worsen considerably and significantly impair her ability to perform her norma; daily activities. This combined with patients increased metal ion levels resulted in pain and suffering and other economic and personal damaged for patient. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
Correction: (lot number). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 12/11/2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated 01/09/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.